Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller got zero coupling boxes. The caller stated the issue started a while ago, but 2018 (B)(6) they worked on it for 20 minutes and could not get any boxes at all. The caller stated before they were able to get 8 boxes fairly easily. The caller tried repositioning the antenna and turning the dial. There were no ins pocket concerns. The caller stated they had a fall (unrelated to stimulation), but they did not think that affected the ins pocket because it worked after that, but they could not confirm. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller got zero coupling boxes. The caller stated the issue started a while ago, but (B)(6) 2018 they worked on it for 20 minutes and could not get any boxes at all. The caller stated before they were able to get 8 boxes fairly easily. The caller tried repositioning the antenna and turning the dial. There were no ins pocket concerns. The caller stated they had a fall (unrelated to stimulation), but they did not think that affected the ins pocket because it worked after that, but they could not confirm. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that it would require many tries to get their back battery to accept a charge or it would be hard to keep it charging. The patient stated the poor coupling was resolved and they had no new problems. No further complications were reported or anticipated.